Event description:
The customer stated that they had been getting questionable ion selective electrode (ise) sodium and ise chloride results for an unspecified number of patient samples tested on a c501 analyzer. Calibration and controls were said to be fine on the morning of the event, then sometime after noon, the patient results started to go low. The customer recalibrated the tests, but received an error. The customer also noticed that an ise bath was overflowing. The customer stated that the samples appeared to be normal and did not have clots. The customer provided an example of one patient sample that had an erroneous ise sodium result that was reported outside of the laboratory. The sample initially resulted as 131 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting as 140 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided. The customer stated that the ise bath was overflowing and not draining. The customer tried emptying the bath, but it would not empty. The customer also tried running a stylet through the bath vacuum prongs and then tried emptying the bath again. The bath still would not empty. The field service representative determined that there was a fluidics failure. He checked reagent aspiration nozzles and tubing leading to the vacuum reservoir and these were ok. He cleaned a solenoid valve, but the bath still did not empty correctly. He checked other solenoid valves and found that a connection for one of them was mis-seated. He reseated the connector pins and then the system was found to be operational per specifications. He ran diagnostics and a functional check. The customer ran calibration and controls; no further issues were seen with these.